Event description:
It was reported that the patient¿s implantable neurostimulator (ins) stopped helping in 2007. The patient used it for the first 2 to 3 years. The device was removed.

Manufacturer narrative:
Product ID 377845, lot# v001726, implanted: 2005 (B)(6), explanted: 2014 (B)(6); product type lead product ID, lot# v001726, implanted: 2005 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2014 (B)(6); product type extension. (B)(4).